Manufacturer narrative:
This is an addendum to the initial emdr to document that product identifiers have been provided. This information does not change the initial determination as the event was a confirmed use related error.

Event description:
As reported, the surgeon implanted an expired ventrio st mesh in the patient. The contact reports the surgery went "perfectly" aside from the fact that it was then noticed that the mesh had been expired for one month. The surgery was complete and the patient went to recovery with no adverse symptoms. The surgeon does not intend to reoperate and there was no reported medical intervention.

Manufacturer narrative:
This event is confirmed as a use related error. The user facility reported that on (B)(6) 2018 a ventrio st mesh that had expired one month prior, was inadvertently implanted into the patient. The expiration date is contained on each level of packaging. Remains implanted.

Event description:
As reported, the surgeon implanted an expired ventrio st mesh in the patient. The contact reports the surgery went "perfectly" aside from the fact that it was then noticed that the mesh had been expired for one month. The surgery was complete and the patient went to recovery with no adverse symptoms. The surgeon does not intend to reoperate and there was no reported medical intervention.